Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing. Noise seen was not reproducible. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored.